Event description:
The report we received from the field indicated that the catheter was used to shoot a diagnostic run-off with the tip seated in the aorta. After contrast injection, the catheter was removed over the wire. After exiting the patient's body, the catheter brite tip separated from the catheter, sliding on the wire, and fell off outside the patient. It was reported that the catheter felt snug over the .035" guidewire used, which is the same wire that the account normally uses with this catheter. There was no report of patient injury as the tip came off the catheter outside the patient.

Manufacturer narrative:
The tempo catheter was used to shoot a diagnostic run-off. The tip of the catheter was seated in the aorta during contrast injection. No resistance was experienced as the catheter was withdrawn through the 4fr codis sheath; however, the physician did comment that the catheter felt snug over the .035 boston scientfic wire. Upon removal of the catheter, the brite tip seaparted from the catheter and fell off outside the patient, on the wire. The account reported that this is the same wire they normally use with this catheter. There is not enough information to draw a clinical conclusion between the device and the reported event; however, procedural factors may have contributed to the event. The product was not returned for analysis. Manufacturing records for the lot involved were reviewed and results indicate that product met quality requirements for product acceptance.